Event description:
When inserting the electrode into the handpiece it would not stay secure into the handpiece. When you either pulled the electrode or tilted the hanpiece the electrode would fall out.======================manufacturer response for thermal cautery handpiece, thermal cautery handpiece and thermalite electrode (per site reporter).======================representative said that we should spread the tips of the electrode apart so it fits tightly into the handpiece. These tips are replaced before each patient. This would mean doing this for each electrode.